Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Low anterior resection. Was there physical damage to the compression scale when it ruptured or was the device unable to maintain the gap setting once it was set? ? The physical appearance is intact before fires. However, when firing tissue, the tissue compression scale ruptured and the stapler can¿t be fired. How was the procedure completed? The surgeon withdrew the rupture device and used the same device to finish the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was there physical damage to the compression scale when it ruptured? Or, was the device unable to maintain the gap setting once it was set? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, when firing tissue, compression scale rupture and stapler cannot be fired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5429z. The analysis results found that the cdh29a device arrived in good visual condition with only 6 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.